Manufacturer narrative:
(B)(4).

Event description:
It was reported that swg (springwire guide) met resistance in "catheter over needle" several times. A new kit was used instead.

Event description:
It was reported that swg (springwire guide) met resistance in "catheter over needle" several times. A new kit was used instead.

Manufacturer narrative:
Qn# (B)(4). The customer returned one catheter-over-needle assembly, a spring wire guide, a dilator, and the lidstock for evaluation. The components showed signs of use in the form of blood. No other components were returned. The components were visually examined with and without magnification. The j-bend of the spring wire guide appeared deformed. Two kinks were observed in the spring wire guide body towards the distal tip. Both the proximal and distal welds were full and spherical. No defects or anomalies were observed on the catheter. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The catheter length was also within specification. The spring wire guide was inserted into the catheter hub 4 times, rotating the catheter turn between insertions. Resistance was encountered the first three times. On the fourth trial, the spring wire guide successfully passed through the catheter. After functional testing, the hub of the catheter was cross-sectioned and microscopically examined. The hub was found to be deformed at the transition point. A device history record review was performed on the guide wire and introducer catheter and no relevant manufacturing issues were identified. The customer complaint of resistance between the guide wire and the catheter from the catheter-over-needle assembly was confirmed during sample investigation. During functional testing, it was discovered that the guide wire would not pass through the introducer catheter in three out of the four trials. The catheter was cross-sectioned, and a molding issue was identified. The probable cause of this issue is manufacturing related. A CAPA was implemented as a corrective action for this issue in november 2017. The catheter lot was manufactured in may 2017.